Event description:
It was reported that a possible burn may have occurred during a surgical procedure. The burn was not noted until a period of time had elapsed and the ground pad had been disposed of. It was also reported that the ground pad appeared to be loose from the skin when the drape was lifted from the pt.